Manufacturer narrative:
Table was manufactured and sold to customer in 2006. Doctor was asked about the patient weight to make sure the patient weight did not exceed the 275 lb weight capacity and he did not elaborate on patient weight. Customer confirmed product was immediately taken out of service. Customer could not identify any structural failures that were noticeable. Waiting to receive the product back from the customer. (B)(4) medical will investigate to determine if misuse applied or if a structural failure took place.

Event description:
Chair fell over when patient was fully reclined in the chair.